Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The lot search review did not identify an increase in complaint activity for the issue. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 65089ud00. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I reagent lot 65089ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for one male patient. The following data was provided (male reference range <35 ng/l): sid (B)(6) initial result 68.2 ng/l, repeated 27 and 26 ng/l. No impact to patient management was reported.